Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Device was sent for downstream occlusion test for high, low and medium settings with passing results. A review of the event history log revealed downstream occlusion messages however, evidence of downstream occlusion alarms in the log does not confirm or refute the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor scale factor calibration was slightly out of specification. The force sensor scale factor requires recalibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spectrum pump failed downstream occlusion test during preventive maintenance testing. There was no patient involvement. No additional information is available.